Event description:
General report received of the device dispensing more tpn solution than intended. The customer contat stated that clinicians noted overfill of unspecified amounts in the tpn solution containers that were administered to the patients. There were no reported adverse patinet effects. No medical interventions were required.